Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the soda lime canister jar's cover was physically damaged. A quotation for replacement of the soda lime canister cover was submitted to the customer but has not been approved at this time.

Event description:
The hospital reported the unit had a leak that prevented the use of mechanical and manual ventilation. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that the leak was less than 1 liter per minute but that both mechanical and manual ventilation modes were still available. This is not a reportable malfunction. Therefore, this event is not reportable.